Event description:
Information was received from the provider that the device appeared to have melted. The patient was not using the device at the time and no patient harm was reported. Requests to have the device returned for evaluation have not been honored, and a reporting decision is now due. If further information becomes available, a follow up report will be issued.